Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was found to have partial outflow graft compression. The log captured a couple low flow events on (B)(6) 2023 at 12:23 and 12:25 and again (B)(6) 2023 at 01:59 where the calculated flow was right at the 1.9 lpm threshold but was not sustained long enough to trigger the audible alarm. The patient had the custom low flow software to lower the low limit to 2.0 lpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of partial outflow graft compression could not be confirmed through this evaluation as no images were submitted and the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . The submitted log files were reviewed and found that the pump operated at the set speed without issue. It was noted that the patient had a controller with a low flow threshold of 2.0 liters per minute (lpm). Low flow values of 1.9lpm were captured on 13mar2023 and 15mar2023 that did not last long enough to activate the low flow alarm. It was noted that pulsatility index (pi) was elevated at the time of the low flow events. A specific cause for the low flow events could not be conclusively determined; however, there were no reported issues with low flow. The system appeared to be operating as intended, and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.